Event description:
Pt in cicu on tlc ii driver. Machine alarmed overheat. Spare machine in room was employed immediately and no injury to pt. Pt is fine and has gone home. Original device supported pt through alarm.